Event description:
It was reported that the catheter was leaking and a small hole was found in the plastic tubing connecting to the luer lock. During preparation for a pulse field ablation (pfa) procedure to treat persistent atrial fibrillation a farawave catheter was used. The catheter was prepared and flushed through the center lumen with heparinized saline, though the luer lock was not flushed. The luer lock was then connected to a pressurized heparinized saline bag and it was noticed that there was a leak within the plastic tubing that connects the luer lock to the handle of the catheter. There appeared to be a small hole in the plastic tubing. The catheter was replaced and the procedure was completed. Use of the replacement catheter to treat persistent atrial fibrillation constituted off-label use of the device, as it is indicated to treat paroxysmal atrial fibrillation per the instructions for use (IFU). No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.